Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. It was decided to continue monitoring the patient and the issue will be addressed at the next follow up. This device remains in service. No further adverse patient effects were reported.